Event description:
It was reported that the clinical study patients spinal cord stimulation leads migrated on several occasions which was confirmed through imaging. There were no symptoms due to the event, however, the patient underwent a lead revision procedure where one lead and one clik anchor were explanted and replaced. The other devices remain implanted. There were no reported issues postoperatively. The devices were not returned by the medical facility. Additional information was received that the devices were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Lot: 7082803. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: n/a. Lot: 32307201.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) lot: 7082803. Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: n/a lot: 32307201.

Event description:
It was reported that the clinical study patients spinal cord stimulation leads migrated on several occasions which was confirmed through imaging. There were no symptoms due to the event, however, the patient underwent a lead revision procedure where one lead and one clik anchor were explanted and replaced. The other devices remain implanted. There were no reported issues postoperatively. The devices were not returned by the medical facility.